Event description:
Peripheral IV catheter inserted, needle safety cover did not retract properly during insertion leaving entire length of needle exposed, no injury to patient or injury/exposure to staff, needle disposed of in sharps container.